Manufacturer narrative:
The issue was resolved for the customer by replacing the litter top weldment.

Event description:
It was reported via repair work order that the side rail could not remain latched due to to a damaged weld, sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to a damaged weld, sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.